Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting a preloaded monofocal intraocular lens (iol) a fibrous foreign substance with a diameter of approximately 6 mm was found to be attached to the front surface of the optic. The foreign material was removed and the iol remains implanted. There was no patient injury reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 14, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a customer video was provided and evaluated; photographs were taken from the video. The video showed an eye being implanted with the suspect product and a fiber-like material can be observed on the lens. The material was removed from the patient's eye. The material was returned and evaluated under magnification. Visual inspection revealed a fiber in the bottom of the specimen cup. The received fiber is similar to what is displayed in the video provided by the customer. The received gauze and tape were evaluated, and no additional foreign material was identified. A circle was drawn on the specimen cup, but no material was identified within the circle. The material was found to be a protein-based fiber consistent with human hair. The fourier transform infrared (ftir) spectrum of the raw data output file was compared against the manufacturing process ftir library. The results did not yield any results with any high correlation. The complaint issue "foreign material - loose" was identified during video and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, there is an indication of a product deficiency but no product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The reported issue was verified, and an indication of a product deficiency but no product malfunction has been found. Therefore, further investigation is required, and a nonconformance was initiated. A corrective and preventive action (CAPA) was opened for this issue and corrective actions will be implemented as required by the CAPA. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.